Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was then checked. While assessing the closure device it was discovered that there was a thrombus attached to the side of the closure device and the atrial wall of the patient. The patient was given an addition 5000 units of heparin. The thrombus did not grow any larger at this time and the procedure was continued. The closure device was successfully implanted in the laa of the patient and the procedure was completed. The patient was going to be placed on a heparin treatment overnight. There were no other complications that were reported to have occurred and the patient is expected to make a full recovery.